Event description:
Customer reports pt with blood glucose result of 410 mg/dl taken on the inform system and result of 156 mg/dl on a lab value drawn from PICC line within 10 minutes. Customer was treated with regular insulin based on meter result. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.